Event description:
It was reported that the patient underwent "2 level kypho+ depression". The catheter became dislodged as a result of this surgery. The patient then experienced increased pain. The patient underwent additional surgery to repair the catheter. The patient recovered without sequela. The patient's pump contained morphine sulfate.